Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) for a gastrointestinal (gi) bleed using pod packing coils (podj coils). During the procedure, the physician deployed a podj coil into the target vessel but decided to retract and reposition the coil. While the podj coil was being retracted, it unintentionally detached within the non-penumbra microcatheter. Therefore, the physician removed the microcatheter containing the detached podj coil from the patient and then flushed the coil out of the microcatheter. The procedure was then successfully completed using a new podj coil and the same microcatheter. It should be noted that there was significant tortuosity in the patient's vessel. There was no report of an adverse effect to the patient.